Event description:
It was reported that this patient received an inappropriate shock from this implantable cardioverter defibrillator (ICD) system while experiencing atrial fibrillation (af) with rapid ventricular response (rvr). While in clinic a few months later, this device could not be interrogated. Multiple attempts at troubleshooting were performed including changing rooms. There was no beeping with magnet placement. Patient condition was verified with a surface electrocardiogram. Technical services (ts) advised either contacting a boston scientific field representative or replacement. When the field representative arrived, interrogation was successful with a different wand for the programmer. It was noted that this patient was on rate control medication. No additional adverse patient effects were reported. Currently, this ICD system remains in service.